Event description:
A customer reported intermittent system messages displayed during fluid / gas exchange during a procedure. The system was exchanged to complete the case w/o pt harm. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is first event reported for this issue for this facility. As the customer did not retain the lot number, DHR and lot history could not be reviewed. Bss observed inside and out of the returned fluidics module, the bss residue observed is due to either the cassette and/or drainage bag leaking. Root cause of the reported intermittent system message during fluid/gas exchange is bss ingress. The customer did not retain/return the cassette for eval. While a cassette sample was not returned, similar system message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. (B)(4).